Manufacturer narrative:
The device was returned to olympus for inspection. As olympus identified this issue during inspection of a returned olympus-owned asset, and there was no customer complaint or allegation, there is no reported information regarding a customer-reported date of event. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset, with no reported complaint. During the device analysis, image noise was observed, however, the test image was normal when evaluated using a temporary printed circuit board. The cause for this issue was most likely traced to a component failure. There was no patient involvement.